Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k982541 e.1. Initial reporter facility name: (B)(6) hospital. Investigation summary: bd did not receive any samples or photos for investigation. However, 10 retained samples were subjected to functional tests to assess the device's performance. All samples passed testing, as there were no observed failures related to sleeve leakage or sleeve recovery. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: sleeve function. Bd has initiated corrective and preventive action to address the reported issue. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using three (3) bd vacutainer® eclipse¿ blood collection needle, blood leaked from the non-patient end of the device when the needle failed to recover the non patient needle. No adverse impact was reported regarding the patient or user.